Manufacturer narrative:
Concomitant medical products: item# 01.00214.150, lot# 2392891, durom us acet cmpnt 50/44 j; item# 01.00185.145, lot# 2414472, metasul ldh, head adapter, s, -4, taper 12/14-18/20; item# 01.00181.440, lot# 2393156, metasul ldh, head, 44, code j, taper 18/20. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain,higher ion release). At least one of these error patterns is observed in this event. Should additional information become available for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery approximately 10 years post implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available at this time.